Manufacturer narrative:
Based on the info this is deemed a serious injury. According to the reporter, wound ostomy continence nurse applied a hydroblue barrier dressing to weepy areas and applied a hollister pouch. This was changed every 3 days alternating with a coloplast pouch because end user has skin sensitivity to all 3 products. According to the end user the area now reddened but non-broken. From a clinical perspective a causal relationship between the exteem 1 pc drainable invisiclose drainable pouch and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available a f/u report will be submitted. (B)(4).

Event description:
End user wore pouch over clean dry skin for about 3 days noting redness upon removal. She reapplied and noted weepiness, little open blisters on removal 3 days later.